Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on 2 occasions with unknown blood glucose levels at the time of the incidents. The customer was at 190 mg/dl at the time of the call. The customer used glucose tablets and was given food and saline to treat. The customer experienced symptoms such as loss of consciousness and dehydration. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed. Customer wanted a transmitter as their lows are hard to detect without a sensor. The customer's pump also has damage to the screen. The insulin pump will not be returned for analysis.